Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels in the 50 mg/dl range. Customer stated that their basal rate was set too high. Customer's health care professional lowered the basal rate, and customer stated that the reported issue was resolved. Customer ate carbohydrates to bring bg levels back to target range.